Manufacturer narrative:
Product event summary: battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the batteries revealed that it met specifications; it passed visual examination and functional testing. Log files were not available for evaluation. The reported event could not be confirmed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery triggered a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.